Event description:
When starting to obtain a 12 lead on a patient, the monitor went into a restart mode. After monitor restored itself the monitor went into the restart mode a second time. Patient outcome is unknown.